Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m359 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot m359 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. A photograph was provided by the customer for evaluation. The kit and smart card were not returned. Evaluation of the customer supplied photograph verified the reported drive tube leak. The breakage occurred near the drive tube clamp and the drive tube appears to be slightly bent/twisted near the lower bearing stop. The lower bearing ring is not seated properly in its retainer clip and the upper bearing ring appears to be contained in its retainer clip. A known cause of a broken drive tube is when the drive tube is not rotating freely. A material trace of the drive tube assembly and its components used to build lot m359 found no related non-conformances. The device history record (DHR) review did not identify any related non-conformances, deviations, or equipment maintenance events. This lot passed all lot release testing. The root cause of the drive tube break could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4), on (B)(6) 2024.

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a drive tube break during the procedure after 1500mls of whole blood was processed. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The kit return was requested; however, the customer discarded the kit. The customer returned a photograph for investigation.